Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 was failed, unable to open and required maintenance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 22-jul-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 2 was failed to open and required maintenance. A field service engineer (fse) addressed an issue where door 2 of the half-height tower was triple clicking intermittently during access. Although medications were accessible, the door occasionally failed. The fse cleaned the connections, applied conductive grease, and confirmed the latch was functioning properly. The customer accessed the door multiple times without issue, and the fse tested the system in hardware test application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door 2 was failed, unable to open and required maintenance. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.